Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. A farawave catheter was removed from the sheath and a mapping catheter was inserted into the sheath. The sheath was then inserted into the patient, and upon aspiration of the sheath, a continuous flow of air was noted. No air was seen in the patient. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed.